Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Visual and x-ray inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited an inability to capture or pace and an inability to sense. The rv lead was not used and was replaced. The patient was in stable condition.